Manufacturer narrative:
The cause of surgery was previously reported as due to "pain at the pocket site" whereas the reason for the surgery was due to a contraindicated spinal procedure that required the system to be explanted.

Event description:
Further good faith efforts identified that the patient's scs system was explanted due to a contraindicated spinal procedure and not due to an allegation against the scs system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective therapy from the scs system. As a result, the patient underwent surgical intervention on an unknown date wherein the scs system was explanted.